Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using ipsilateral retrograde approach. The 99% stenosed target lesion was an in-stent restenosis (isr) of a non-bsc stent which was located in the moderately tortuous and severely calcified iliac vessel. A 9.0 x 40, 75cm mustang balloon catheter was advanced to dilate the isr. However, during inflation, the balloon ruptured. The procedure was completed with a same size non-bsc device. No patient complications were reported.